Event description:
Complainant indicated that during functional testing, the device was unable to detect the attached paddle set and displayed a "discharge fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction of "discharge fault" was duplicated and attributed to a broken connector on the hv module. The customer indicated that the multi-function cable was replaced to resolve the malfunction of the device not detecting the attached paddles; however, the multi-function cable was not available for evaluation.